Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2133 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("detached coiled and flexible metal fragments") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: lack of drug effect ("lack of drug effect"). The patient had a medical history of surgery (¿dental extraction 2018 wisdom teeth w/ sedation), alcohol use (comment: occational prior to pregnancy), past tobacco smoking (¿smoking status: former smoker years: 2.00. Quit date: 6/1/2000. ¿smokeless tobacco: never used), anemia, hypothyroidism, parity 3 and multi gravida. Previously administered products included: norethindrone acetate. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2133 days after essure insertion, she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (laparoscopic bilateral tubal ligation withelectrocautery). At the time of the report, the outcomes for device breakage and pregnancy with contraceptive device were unknown. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2014 and the estimated date of delivery was on (B)(6) 2015. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered device breakage and pregnancy with contraceptive device to be related to essure administration. The reporter commented: more than one essure related surgery -no the introducer was then removed and 3 coils were noted in the uterine cavity insertion date discrepancy (B)(6) 2019. Went to see if her tubes were blocked. Patient wants permament contraception and is currently taking ocp. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2019: examination: xr hysterosalpingography indication: history of essure tubes placement. Evaluating of the tubes are blocked. Findings: 2 essure devices are identified, one in the left midpelvis and one on the right. There is complete blockage of the left fallopian tube with no filling of the fallopian tube or free spillage. However, the right fallopian tube is patent, as does fill during this exam and there is free spillage into the pelvis from the right fallopian tube. Visualized bony structures are unremarkable. Impression: 1. Complete blockage on the left with no filling of the fallopian tube or free spillage. [Pathology test] on (B)(6) 2019: specimen(s) received a: 1) bilateral fallopian tubes. B: 2) foreign body, removal gross only essure device (for gross only) final diagnosis. A. Fallopian tubes, bilateral salpingectomy: - unremarkable fallopian tubes. B. Essure device, removal (gross examination only). Clinical history bilateral fallopian tubes essure device (for gross only) gross description: it consists of a pliable and coiled metal device (essure device) with recognizable uterine and fallopian ends measuring 5.7 cm in length and < 0.1 cm in diameter. Received in same container 3. Additional detached coiled and flexible metal fragments measuring from 0.3 cm to 1.2 cm in length. [Ultrasound scan] on (B)(6) 2014: examination: early obstetrical ultrasound - indication: positive pregnancy test status post essure placement in (B)(6) 2013; gestational sac seen during ob office ultrasound without a fetal pole. Rule out early iup versus ectopic. Lmp of (B)(6) 2014. Impression 1. Early viable intrauterine pregnancy with a mean gestational sac diameter which corresponds to a gestational age of 6 weeks and 2 days. 2. Possible corpus luteal cyst within the left ovary. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage (10012575) and drug ineffective (10013709) and pregnancy with contraceptive device (10063130). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Medical history & lab data added including pathology test .reporter information added .events device breakage drug ineffective and pregnancy with contraceptive device added .non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2133 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.